Event description:
Reference number (B)(4) event occurred in the netherlands. It was reported on (B)(6) 2024 that the patient had the flu and later showed symptoms like appetite, nutritional status & weight issues in 2-4 hours per day. The patient also had bruise on her skin for which antibiotics were given. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.